Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7123621.

Event description:
It was reported that the patient underwent a lead replacement due to lead migration. All explanted device components were discarded by the facility.